Event description:
It was reported that soon after insertion of the iab, blood was noted in the helium tubing. As a result of this, the iab was removed and replaced. There were no patient complications.